Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic hemorrhoidal band ligation procedure performed on (B)(6) 2025. During the procedure, after securing the ligator head to the distal end of the endoscope and preparing for insertion, multiple attempts were made to deploy the bands, but they failed to release, causing a delay in treatment for the patient. The device was subsequently removed from the patient, and despite repeated efforts, the ligator could still not be activated. As a result, it had to be forcibly disassembled. The procedure was successfully completed using a second speedband superview super 7 device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.